Event description:
When surgeon was opening casting material to use in pt, he discovered a pin line object measuring about 1" long (silver colored) with blunt ends. Pt was not injured. Company was notified.